Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip peeled off the connector due to the plastic is floppy.

Manufacturer narrative:
A relationship between the product and reported incident cannot be established as the product was not returned. From the information provided, the tip peeled off the connector due to the plastic is floppy.¿ without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: incorrect suture cartridge loading. Damaged suture cartridge. Or tissue thickness. Incorrect suture cartridge loading on to the concomitant connector, damaged suture cartridge used and tissue thickness can result in device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.